Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the review of the log files concluded that the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported esophageal fistula remains unknown.

Event description:
The patient suffered an atrial-esophageal fistula three weeks post pulmonary vein isolation (pvi) ablation. The patient underwent a pvi ablation on (B)(6) 2015 with no complications observed and the patient was discharged the following day. The patient was admitted to the hospital on (B)(6) 2015 with stroke symptoms, seizure, elevated white blood count, and back pain. A diagnosis of an atrial-esophageal fistula was confirmed requiring surgical repair. The patient's family later withdrew care and the patient expired. There were no performance issues with any sjm devices.